Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that after a staff member had used a 23 g x 0.75 in bd vacutainer winged safety push button blood collection set to draw labs, the needle did not retract when the safety mechanism activation button was pressed. The needle did not retract and the staff member obtained a contaminated needle stick injury to his/her finger as he/she was disposing the device. The employee went to employee health and post exposure lab work was drawn. Prophylactic treatment was not given.